Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had diminished battery life, louder rewind, unexplained no delivery alarms, slower rewind, the pump did not alert because of low battery, and lost pump settings after battery change. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-442a, mmt-1884, mmt-342. The customer reported a short battery life or a low battery alarm. The customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return was required for mmt-442a. No product return was required for mmt-1884. No product return was required for mmt-342.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts were found on or near event date in history file. No delivery alarms were found on 05/03/2024: 05:45 bolus in history file. No motor alarms were found in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, faded serial label. P-cap was attached and locked into place properly. Charge/battery lasts less than expected is not confirmed. Drive anomaly and rewind anomaly is not confirmed. No delivery alarm is not confirmed. Audio anomaly is not confirmed. Reprogram alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.